Event description:
It was reported that approximately one week ago, the patient reported that her hearing kept fading. New batteries were replaced in the speech processor. All external equipment was replaced, but with no resolution of the problem. The patient was seen in the clinic, during the clinic appointment, the patient reported hearing a 'popping' sound and was no longer able to hear any sound. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.